Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection of the unit revealed that part of bag weld was slightly opened hence reported problem was confirmed. The cause of this condition has not been identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a 3 liter oxygen bag in which leaking occurred from an unspecified area other than the welding defect. This was discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.